Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp diagnosed pain at the implant site in office at a prior visit; the patient's ins was functioning as intended as they had good efficacy and no other issues. The patient had discomfort where the ins was placed; it was too medial and was bothering their gluteal muscle. The hcp moved it more lateral and left a layer of fat between the device and fascia. The issue was resolved at the time of the report. No environmental/external/patient factors are known that may have led or contributed to the issue. Additional information was received by the rep. The rep and hcp don't know if the ins was placed sub-optimally or if the ins moved deeper overtime. No further patient complications have been reported as a result of this event.